Manufacturer narrative:
Device history records (DHR) review was not possible to be performed due to no lot number was reported for investigation. One 20fr tri-funnel tube and one apparent third-party extension tube were returned for evaluation. The samples were received with the devices alone. The plug for the primary feeding lumen was broken off and not received with the sample. Visual, microscopic, and functional evaluations were performed, the investigation is unconfirmed for fluid leak as there was no leak observed in the laboratory setting and the balloon inflated and deflated without incident. However, the investigation is confirmed for fitting problem as this is in fact how the funnel is intended to be used with a generic enteral adaptor. It looks like they struggled with getting this thing to not leak which led to the rupture of the port. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 000720 replacement gastrostomy tube allegedly cracked and leaked. The feeding tube was removed and replaced. There was no reported patient injury. This information was received from one source. The patient was (B)(6). Weight and gender were not provided.